Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2016-01977 / 05154 / 05155 / 05157).

Event description:
It was reported that patient experienced elevated metal ion levels approximately seven years following left hip implantation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The reported event was confirmed through review of patient's blood test results. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for the event. Please see associated reports: 0001825034-2016-05155, 0001825034-2016-05154.